Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy - "dr. (B)(6) was performing a thyroidectomy in which he was removing the right lobe. After 15 activations of the voyant fine fusion, the jaws of the device stuck to a structure (vein) and when removed caused the vein to bleed. Dr. (B)(6) became discouraged and asked for the competitive device. The competitive device was opened and used to stop the bleeding and complete the case. The device key is being shipped." Patient status - "normal".

Manufacturer narrative:
We have tried to obtain the incident device for evaluation with no success. The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the exact root cause of the event could not be determined, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.